Event description:
It was reported that a device fracture occurred. As the device was being introduced into the patient, the flexima¿ apdl catheter sheered in half as if it had been cut. The procedure was completed with another of the same device with no patient complications reported. The device never went inside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).